Event description:
It was reported that the patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to chronic dislocation caused by a malpositioned cup. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.